Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the introducer was on the sheath when received. The basket was detached from the wire sub-assembly (s/a) and the detached wire s/a fragment was bent. All of the basket wires were present and attached; however, one of the basket wires was broken at the distal knot. The wire s/a was detached approximately 12.4 cm from the proximal side of the basket and the outer sheath was kinked in several locations. Further visual analysis noted there was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated the slide would function without issue. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2 mm from the proximal end of the pinch vise, which meets specification (minimum of flush). The luer and handle cannula were removed from the handle. The wire s/a could be removed from the sheath s/a without issue. The wire s/a was detached/separated at the splice cannula. There was glue residue visible on the proximal end of the detached wire near the heat shrink and in the splice cannula. All of the crimps were present on the splice cannula to indicate it was crimped properly during manufacturing, and there were impressions of the wire in the adhesive residue visible through the notch on the cannula. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure while trying to remove a stone, an approximately 3 inch portion of the pull wire and sheath, with the basket attached, became detached from the device. There was a laser being used during the procedure but it did not come in contact with the device. The detached fragment was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2013. According to the complainant, during the procedure while trying to remove a stone, an approximately 3inch portion of the pull wire and sheath, with the basket attached, became detached from the device. There was a laser being used during the procedure but it did not come in contact with the device. The detached fragment was successfully removed from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was fine.